Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. The lens was returned outside of the device. The reported complaint was observed on the returned photo. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the intraocular lens (iol). No damage observed. Photo provided shows an activated company device. The plunger appears to be fully advanced outside the nozzle. The lens (optic and one haptic) is advanced outside the nozzle tip. The trailing haptic appears to be stuck at the tip of the nozzle. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on our observation of the attached photo, the lens (optic and one haptic) is advanced outside the nozzle tip. The trailing haptic appears to be stuck at the tip of the nozzle. Issues with the trailing haptic, similar to the reported issue, may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit)) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The instructions for use (IFU) instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the trailing haptic was caught under the plunger. Additional information was requested and received stating that there was no patient contact, and the fault happened during loading. A new lens/box was opened, and the surgery was completed successfully.